Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a thoracic empyema surgery on (B)(6) 2019 and barbed suture was used. During the 1st passage of the needle through the fascia by continuous suturing, the suture was caught, and the suture was broken when pulling. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis a needle-suture piece and a suture piece of product code sxpp1a401. During the visual inspection of sample, present body fluids and was damaged(busted) in middle of strand. Besides, the barbs near to the end were damaged. In addition, a functional test was performed on the sample and the tensile force met the requirements. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Due to the sample condition, the assignable cause of performance breakage suture, was suggests an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.